Manufacturer narrative:
(B)(4). Initial reporter: the foreign zip code provided: (B)(6). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown, further described as due to ¿a cat scratch¿, however, this could not be clarified or confirmed. It was not reported whether the patient was hospitalized for the event. Treatment was not reported. It was not reported whether the patient recovered from the peritonitis. No additional information is available.